Manufacturer narrative:
Additional information: section h imdrf codes and manufacturer narrative a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es medications were not showing on profile for a patient. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es medications were not showing on profile for a patient. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medications were not showing in the patient¿s profile. A technical support specialist (tss) checked the patient details and confirmed that there were no orders present. A downtime query was run, which showed seven messages stuck in availableforprocessing. After restarting the services, there were zero messages pending for processing; however, upon refreshing, no orders were visible under patient orders. The tss then ran a received message query and identified that multiple orders were not processing due to the error stating, ¿there are multiple current encounter records for visit number '85130747852' present. Could not determine the correct encounter.¿ it was advised that the customer follow up with their adt/epic team for further resolution. After that the admit discharge transfer (adt)/ electronic privacy information centre (epic) team provided feedback to customer that merge messages were supported in pyxis es, also informed customer that merge messages would have prevented the duplicate visits in pyxis es. The system functioned as intended after the technical support specialist troubleshoots the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es medications were not showing on profile for a patient. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.